Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a hip revision after dislocating twice, post primary right hip replacement.

Manufacturer narrative:
An event regarding dislocation involving an unknown trident liner and an unknown ceramic head was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. The event reported a dislocation, there is no allegation of failure against the accolade stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a hip revision after dislocating twice, post primary right hip replacement.